Manufacturer narrative:
Batch review performed on 08 october 2015: lot 133427: (B)(4) items manufactured and released on 09 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Other components: gmk-primary emur ps cementless # 4 r ref. 02.07.2104r lot. 120500 - not marketed in the USA: lot 120500: (B)(4) items manufactured and released on 17 april 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Gmk-primary tibial insert ps fixed # 4/10mm ref. 02.07.0410psf lot. 132862 (k090988): lot 132862: (B)(4) items manufactured and released on 25 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 22 sep 2015 we had the following details: the results (of infection analysis) are negative. The pieces will be destroyed by the lab. I don't have any x-rays at the moment.

Event description:
Revision due to pain about 2 years after primary. Initially it was suspected an infection, puncture negative, crp normal. But patient has pain. In this respect, the patient was revised.

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the intial report. On 07 dec 2015 it was sent to the initial reporter and the case was closed.